Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
The customer reported that the unit has an error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user. Through follow-ups, customer does not have patient's details.